Event description:
A healthcare facility in the united kingdom reported that the 500rd107 neopuff reusable gas supply line was unable to be connected. There was no patient involvement.

Manufacturer narrative:
(B)(4) method: the 500rd107 neopuff gas supply line was returned to fisher & paykel healthcare (f&p) for evaluation where it was visually inspected. Results: visual inspection confirmed that one of the connector was incorrect. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the incorrect connector was fitted at the supplier end. The neopuff technical manual states the following should be carried out prior to every use of the neopuf to ensure that the device is functioning correctly. - connect an oxygen or blended oxygen/air supply ti the gas inlet port using the gas supply line.

Manufacturer narrative:
(B)(4). The complaint (B)(4) neopuff gas supply line is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the 500rd107 neopuff reusable gas supply line was unable to be connected. There was no patient involvement.